Event description:
It was reported that oversensing was observed when a patient presented in-clinic for a routine follow-up. Externalized conductors were suspected. The lead was explanted and replaced. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: internal insulation abrasion was noted at 17.0-18.5cm from the distal end of the ring electrode. Internal insulation abrasion was noted at 13.0-13.4cm from the distal end of the ring electrode. The etfe coating was intact at these locations. The sensing etfe coating was abraded at 11.5-14.9cm from the distal end of the ring electrode. External insulation abrasion was noted at 49.3-49.6cm from the distal end of the ring electrode, consistent with lead friction to the ICD can. The svc etfe coating was abraded and the svc conductor was fractured at this location. This is consistent with the observation from the field of oversensing.